Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had error code e315, no image. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation and correction. Updated fields: g3; h2; h6 and h11. Corrected field: h8. The device was not returned to olympus for inspection. However, technical assistance support (tac) provided remote troubleshooting. The customer reported an e315 error on the cv190 tower while using a 190 scope. Upon review, it was confirmed that a pigtail from a cv-190 was still connected. Tac advised the customer to disconnect the pigtail, power off the tower, and restart the system. After doing so, the e315 error was no longer present. The customer noted that after swapping the clv-190 with another unit currently on the tower, the customer was unable to obtain a live scope image. The monitor displayed color bars and patient information, but no scope image. The customer was uncertain about the operational status of the swapped clv-190 and suspected it might be damaged. Tac advised that further confirmation is needed to determine whether the clv-190 is functioning properly. Additional testing or evaluation may be required to isolate the issue. Troubleshooting was able to resolve the reported allegation was confirmed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that video system center displayed color bars on the monitor.